Event description:
It was reported that the patient experienced incontinence with his artificial urinary sphincter (aus) device. The patient underwent a revision procedure in which a syringe was hooked up to the tubing and it was identified that there was a hole in the balloon that caused a fluid loss. All components were explanted and replaced without patient complications.